Manufacturer narrative:
A photograph was provided by the customer. Customer report of regurgitation and leaflet issue could not be confirmed through photograph evaluation. Image of the holder system was provided by the customer. The image shows the holder, adaptor, post, and handle. The holder post was in the fully deployed position. From the image, only two of the holder ends are visible, both of which have the sutures cut at the cutting channels. The suture on the adaptor does not appear to have been cut, indicating that the handle and the adaptor were not removed as an assembly unit. The handle was still attached to the holder system, and the valve was removed. Valve image was not provided.

Manufacturer narrative:
Second echo review findings: following multi-valve surgery, a bioprosthesis is noted in the mitral position on poor-quality transthoracic echocardiographic images. The anatomy of the mitral valve is not visible. The observed severe mitral regurgitation probably is central (valvular) in origin, although a paraprosthetic (paravalvular) origin cannot be excluded. The report of abnormal leaflet appearance on direct inspection could be caused by an abnormality intrinsic to or extrinsic to the bioprosthesis (e.g. Suture loop). The presence of a suture loop also might affect bioprosthesis leaflet opening, contributing to the observed antegrade flow convergence zone during ventricular diastole.

Manufacturer narrative:
Device evaluation: device was not returned to edwards for evaluation as it remains implanted; however, echocardiographic images were provided and an image evaluation was performed. Image evaluation: there is abnormal motion of one of two visualized mitral bioprosthesis leaflets, and presumably severe central (valvular) mitral regurgitation. Although limited images preclude definitive exclusion of an abnormality intrinsic to the valve, the images are most suggestive of a suture loop presumably affecting mitral leaflet motion and bioprosthetic mitral valve function. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. A suture loop occurs when a suture is caught on the stent post or commissure and applies a compression on the free edge of the leaflets preventing them from functioning properly. Edwards¿ pericardial mitral valves utilize the tricentrix holder system to minimize suture loop and chordae entrapment. Implant techniques to minimize suture loop include the following: maintain tricentrix deployment until all annular sutures are tied; and if leaving the holder and handle in place obstructs your view, tie the sutures adjacent to each stent post before cutting the three holder attachment threads to remove the holder. It is important to note, if the deployed holder attachment threads are cut before these adjacent sutures are tied down, the holder can no longer prevent suture looping around the stent posts. In addition to intra-operative echocardiography to assess valve function, several techniques can be used intra-operatively to assess for potential suture loop. They include the following: before tying each suture, the valve leaflets can be examined while holding the two strands of the suture under tension. Distortion or movement of the valve leaflets during this maneuver suggests that the suture is looped around a strut. If leaflet movement or distortion is observed, examine the strut closest to the suture for potential suture loop. If a suture loop is observed, an attempt may be made to slip the suture off the strut. A surgical mirror may be carefully placed through the valve leaflets in order to ensure proper suture placement. However, with this assessment, it may be difficult to see a looped suture as there can be times that only pinched or disrupted leaflet at the commissure may be observed, especially if the suture is tied tightly. Without return of the device the root cause cannot be determined; however, operator technique likely contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25mm mitral pericardial valve was detected to have severe mitral regurgitation shortly after weaning from cardiopulmonary bypass. Reportedly, the leaflets of this valve were loosely open when observed from the left atrium aspect after removing the tricentrix holder. It was observed that leaflet motion of one of the leaflets was restricted; however, this was the third implant for this patient in a multivalve procedure, so that re-pumping was refused and the surgery was finished. On postoperative day five (5), the patient was weaned off from percutaneous cardiopulmonary support device (pcps). The device will not be returned for evaluation as it remains implanted. A photo of the tricentrix holder and echo images were provided, and the customer would like edwards to review these echo images. It was confirmed by the sales rep that the tricentrix holder was removed before all knots were tied which may have contributed to a potential for suture looping. Multiple cardiac surgical procedure: aortic valve replacement with a 21 mm mitroflow valve was performed to treat aortic prosthetic valve thrombosis. This valve was originally implanted to treat mitral prosthetic valve thrombosis (ejection fraction: 50%).